Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 72 mg/dl at the time of the incident. The customer reported that his blood glucose was going up and down. He put in his carbohydrate; today ate when blood glucose was at 72mg/dl, which was 35 carbohydrates, only put in 12 carbohydrates into pump. The patient's current blood glucose was 33 mg/dl. The drive support cap appears normal (slightly indented). The customer¿s wife almost took him to hospital a couple of times, but she was able to get enough sugars down her to level it out. Previously blood glucose was 45mg/dl, and the customer ate 30g of carbohydrate, put no info into pump and then blood glucose was 204mg/dl. The customer didn't enter carbohydrates and then blood glucose was 193mg/dl. The patient took 3.1u by bolus, and then did some fairly strenuous work and blood glucose was 33mg/dl. The insulin pump will not be returned for analysis.